Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4). The analysis found that one long60a device was returned in good visual condition and with nine cartridge reloads present. The cartridge reloads were received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.

Event description:
It was reported that during a sleeve gastrectomy procedure while firing the device there was a serosal tear and extreme hemotropic leak. Fundoplication was performed to close the staple line. (Hand sewed laparoscopically due to hemotropic leaking from serosal tearing). A delay of 120 minutes was experienced due to the incident.